Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per specification due to high readings. Also found canula bent unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
Customer called to report sensor issues. Customer stated that the insulin pump has a bent cannula. It was also reported that the insulin pump alarmed no delivery. Customer's blood glucose levels were not included in the report. Nothing further was reported.